Manufacturer narrative:
The treatment history data from the prismaflex machine and the screenshot of the user interface do not support the version of events described in the reported condition. The data and screenshot confirm that, at 14:43:40, the operator chose to unload the filter set and, at 14:43:51, the treatment was reported as completed. During the unload procedure the operator is first instructed to disconnect the patient. On the next screen the operator receives a warning regarding continuing to unload unless the patient has been disconnected. Both the operator¿s manual and the user interface screen instruct the user to disconnect the patient prior to unload. Following further discussion with the customer they no longer indicate the machine malfunctioned and agree this was, instead, the result of a user error conclusion: no failure of the prismaflex® control unit has been identified during this review. The reported alarms were caused by an improperly resolved change syringe procedure. The control unit did not unload the set automatically. Unload was chosen by the operator. The operator failed to follow the user interface instructions during the unload procedure which instructs the operator to disconnect the patient prior to unload.

Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine. It was reported that the nurse left the room and upon her return she found the filter set unloaded from the machine. According to the report, the patient was still connected, lines unclamped and the blood backed up into the reinfusion and citrate bags; the patient had a cardiac arrest and efforts to resuscitate the patient were unsuccessful and the patient expired.